Manufacturer narrative:
(B)(4). Device evaluated by MFR: device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a guidewire fracture occurred. The target lesion was located in the left anterior descending artery. A rotalink advancer and a rotawire were selected for use. During the procedure, as a 2.00mm rotalink burr was withdrawn from the patient, it was noted that the system stalled. The burr and advancer were detached manually and as the advancer was removed from the rotawire, it was noted that the wire was fractured within the advancer's body. No patient complications were reported.